Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure linx device implantation occurred without issue on (B)(6) 2016 by dr. (B)(6). Patient's dysphagia was treated with prednisone. Patient had 2 esophagogastroduodenoscopies (egd) with balloon dilation. The patient's reflux "has been controlled, but she has had significant dysphagia that has not responded to endoscopic dilation." Device explant due to ongoing moderate dysphagia occurred without issue on (B)(6) 2018 by dr. (B)(6). A fundoplication and upper gi (gastrointestinal) endoscopy with biopsy were performed at the time. Device was found in the correct position/geometry.